Event description:
It was reported to medtronic minimed that the customer experienced a device test failure. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and the customer stated that the reservoir was stuck on the pump. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the self test. All buttons function properly and no device test failed alarm noted during testing. Unable to perform the displacement test due to broken motor slide tip. Pump was cut open to perform visual inspection and found no physical or moisture damage to the force sensor assembly, electronic assembly, or motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: broken motor slide tip and cracked select button keypad overlay. Device test failed alarm not confirmed. Unable to perform the displacement test due to broken motor slide tip. Cosmetic damage found on the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.